Manufacturer narrative:
Device evaluation: the device was returned. The device was given functional testing and the reported issue could not be confirmed. The device's event history log was examined; this showed a "primary audible alarm". Preventive repairs were performed but the reported issue could not be duplicated during testing.

Event description:
It was reported that the device gave a "primary audible alarm". No adverse effects to patient reported.